Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2014. According to the complainant, the stent was being implanted to treat a tracheoesophageal fistula. No issues were noted during stent implantation. On (B)(6), 2014, the physician removed the stent because it was causing pressure on the trachea. It was a reported that the pressure was relieved after stent removal. The patient was sent to another hospital for an additional stent placement procedure. It was reported that the patient died on an unknown date. In the physician¿s assessment, the patient¿s death was due to her condition and there was no relationship between the patient¿s death and the wallflex esophageal stent.

Manufacturer narrative:
Additional device info: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.